Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged post operatively. The dislodgement was confirmed under fluoroscopy before the patient was transferred from the procedure table. The ra lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.